Manufacturer narrative:
The customer¿s report of a heparin overinfusion was not confirmed. Physical inspection showed no anomalies. Functional testing showed no anomalies and the device was infusing within specification. The pcu event log shows that the pump module was in use and infusing heparin cardiology 25000unit in 500ml at a rate of 18ml/hr. At 12:26 am on (B)(6) 2018, the user channeled the device off. At 12:38 am, the device alarmed for flo stop open for 5 seconds. The user then restored and started the previous infusion running at 18ml/hr with a vtbi of 0.821ml. The user then changed the vtbi to 400ml and restarted the infusion. At 12:39 am, the user paused the infusion and the device alarmed for flo stop open for 2 seconds. The door was closed and the infusion restarted. At 2:50 am, the device alarmed for air in line. At 2:51 am, the user channeled the device off. At 2:53 am, the user restored and started the previous infusion running at 18ml/hr. The device then alarmed for check IV set. The user paused the infusion and then channeled the device off. At 2:54 am, the system was shut down and powered off. The volume recorded as being infused during this period was 39.23ml. The root cause of the customer¿s report of a heparin overinfusion was not identified.

Event description:
The customer reported at 0032 the rn hung a new bag of heparin 25000u/500ml to infuse at 900u/hr (18ml/hr). At 0255 the device alarmed for ail, and the nurse noted that the entire bag had infused. Both clinicians checked the IV lines, the medical team was notified, and a stat anti-xa lab test was ordered and repeated hourly. It was reported that patient had therapeutic levels before noon that day and there was no report of signs of bleeding or lasting patient harm.

Manufacturer narrative:
Products have been received.

Event description:
The customer reported at 0032 the rn hung a new bag of heparin 25000u/500ml to infuse at 900u/hr (18ml/hr). At 0255 the device alarmed for ail, and the nurse noted that the entire bag had infused. Both clinicians checked the IV lines, the medical team was notified, and a stat anti-xa lab test was ordered and repeated hourly. It was reported that patient had therapeutic levels before noon that day and there was no report of signs of bleeding or lasting patient harm.